Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular over sensing. The patient presented in clinic on (B)(6) 2017 for follow up. Upon device interrogation, it was discovered that the device was oversensing post sensed t-waves. No intervention was performed. No further information is available at this time.